Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G9: reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the additional 3 proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 4f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, first device attempted was successfully flushed; however, there was no blood flow. The device was flushed again successfully and very low blood flow was observed. A second and third device were successfully preplaced and the sheath was upsized to 14f and the procedure was completed. All steps were performed with both devices, including knot advancement; however, the sutures did not close the hole. A fourth device was used at 12 o'clock position. All steps were performed, including knot advancement; however, the sutures did not close the hole. The device was removed a sheath was placed to help achieve hemostasis. Hemostasis was finally achieved with manual compression and a femostop device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.